Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that every tampon in the box has had a problem with the string breaking or fraying. No injury was reported.